Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter returned for evaluation. Upon visual inspection, no kinks were noted to the catheter shaft. No anomalies to the luers, bifurcate or glue fillets. The device was noted to be bloody within the balloon. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house sheath was flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure and was able to insert through the introducer sheath without issue. Balloon was inflated to nominal pressure and deflated without issue. The balloon catheter was retracted without no issue through the sheath. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported sheath removal issues as the balloon was inserted and retracted without issue through the sheath. Also, the investigation is unconfirmed for the guidewire insertion issues as the guidewire was able to be inserted without issues. A definitive root cause for the reported difficulty removing from sheath and guidewire advancement failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2.b. (Dqy; lit), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 60-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest 40 pta balloon catheter for cephalic vein fistula. During the procedure, the balloon catheter allegedly cannot rewire. It was further reported that there was a difficulty in retracting the balloon thru the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (dqy;lit) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 60-year-old male patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest 40 pta balloon catheter for cephalic vein fistula. During the procedure, the balloon catheter allegedly cannot rewire. It was further reported that there was a difficulty in retracting the balloon thru the sheath. There was no reported patient injury.